Event description:
A medical student at a site reported that while in a frontal endoscopic sinus surgery (fess) the ent tools stopped working. It was reported that the system was working at the beginning of the case without issue. The site did another part of the procedure and then approximately an hour later began to navigate and could not track any of the tools. A medtronic representative walked the site through trouble-shooting steps and found the patient tracker worked but not the tools. The surgeon opted to discontinue use of the fusion navigation system to complete the surgery. There was no impact on the patient outcome reported.

Manufacturer narrative:
The initial reporter, at time of event, confirmed there was no metal in the field. The surgeon held up the emitter and the tool away from the field and the emitter did not 'see' the tool. Return of the em mobile field generator to the manufacturer is not expected. No evaluation can be performed at this time.